Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative on (B)(4) 2018. Per the returned the device interrogation log, the pump had been examined on (B)(4) 2018, with the last change occurring the day before. The log indicated multiple low battery resets had occurred on (B)(4) 2018, along with a safe state message, and a motor stall recovery.

Manufacturer narrative:
The pump was returned, and analysis found pump/battery/high resistance. Functional testing identified a high battery resistance related to this manufacturing anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving lioresal (2000 mcg/ml at 360 mcg/day) via an implanted pump. The patient¿s medical history included multiple sclerosis. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 an hcp reported that a critical pump alarm was heard and confirmed by telemetry. The pump logs were checked and noted ¿low battery reset occurred¿. No patient symptoms were reported. Additional information was received on (B)(6) 2018 from an hcp via a company representative who reported that the pump was alarming. Interrogation revealed safe state, low battery reset, and motor stalls occurring in the last 48 hours. The pump was reset to the usual dose several times. The pump was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. There were no environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.